Event description:
It was reported to ge that the cine magazine fell off and struck the operator in the head. No serious injury was reported. Apparently, the latching mechanism failed allowing the magazine to detach. The latch was repaired and the magazine returned to service.